Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened when trying to issue medication. A technical support specialist (tss) after remoting in, inspected the drawer and found it was functioning properly. Tss then checked the cubie admin settings and confirmed that the cubies were correctly showing as either locked or unlocked. Since each cubie only had one tab assigned, tss verified that all cubies showed a quantity of zero for the medication the nurse was attempting to issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was not opening when the user tried to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.